Event description:
During thrombectomy procedure in interventional radiology, the tip of the inari revcore device broke off and was not able to be retrieved during the procedure. The piece ended up in the patient's knee. A localized CT(computed tomography) was completed after the procedure. The patient was returned to the ir(interventional radiology) suite two days later for a CT guided foreign body removal.